Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 2 of 4 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4) and (B)(4) ,batch: 8416977 and 8166571.

Event description:
Related manufacturer reference number: 1627487-2022-04446. It was reported the patient lost effective coverage due to one of the s1 drg leads had migrated. The patient underwent surgical intervention where two leads was explanted and replaced. Effective therapy was restored post procedure.

Event description:
Additional information was received wherein two leads were placed on (B)(6) 2022 and effective therapy was established.